Event description:
It was reported that the unit displayed an e-1 error. It was further reported that a co tech evaluated the bulb on the unit and it was fine.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.